Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous nephrostomy drainage catheter placement procedure using the navarre opti drainage catheter. During the sealing ring allegedly leaked. Further it was reported that the sealing ring was partially damaged. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous nephrostomy drainage catheter placement procedure using the navarre opti drainage catheter. During the procedure, the sealing ring allegedly leaked. Further it was reported that the sealing ring was partially damaged. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the drainage catheter in which the catheter hub area can be seen. The locking pigtail thread is tangled over the hub area; a hole can be noted in the indent area of the catheter. Therefore, the investigation is confirmed for the reported material integrity issue. However, it is inconclusive for the reported fluid leak issues as the exact circumstances cannot be verified from the photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.